Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, there was concern for a potential gastrointestinal bleed, and heparin was held. Ultimately, care was withdrawn, and the patient expired.

Event description:
Additional information was received that the pump was removed and exposed of.

Manufacturer narrative:
B2 added selection that was omitted from the initial report that was submitted. B5 additional information was received. E1 added zip code extension as it was omitted from the initial report that was submitted. G.1 manufacturing site name should have been left blank on the initial report that was submitted.